Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2026, the patient¿s hcp office reported the patient¿s cgm was providing readings ranging between 200-240 mg/dl. The patient was also wearing an omnipod insulin pump. The patient was taken to the hospital for evaluation, where the patient was diagnosed and hospitalized with dka and treated with an IV insulin drip. No information was provided regarding what the patient¿s bg meter and/or cgm values were upon arrival to the hospital. Attempts to reach the reporter for further event details were unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.